Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was found in the jaw of the instrument. The broken needle was broken at the swage, the most fragile part of the needle. Witness marks on the bevel wall were observed. No sheering was observed on the toggle switches. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter ,the needle was stuck in the device. There were problems during loading and unloading. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.